Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose value of 443 mg/dl. Customer did not contact her doctor and she does not have a backup plan. She treated with the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. Customer found 2 white spots that did not move; possible bent in the tubing and a small bubble in the reservoir. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula is not bent. Customer stated that she forgot to bolus for lunch. Nothing further reported.